Manufacturer narrative:
.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The complaint was not confirmed. In addition a secondary issue was observed, when test strips were tested with control solution, an error 4 was observed with no assignable cause found. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.